Event description:
It was reported that a spectrum iq infusion pump alarmed air in line during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, air in line alerts was not reproduced. A review of event history log revealed multiple occurrences of "air-in-line" messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be upstream sensor calibration values was out of specification. The ultrasonic sensor requires to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.